Event description:
The lay user / patient contacted animas alleging loss of prime with their pump. The patient did not seek any medical attention due to the alleged issue and did not report any symptoms. There was no indication of misuse of the product. The alleged issue was not resolved and product was replaced. The product came back and it was tested and it was noted that there was several loss of prime due to low non zero force. The force sensor calibration test confirm the sensor is detecting the correct force .an "ezprime" operation was performed and during the "load step" the piston detected the cartridge. No evidence of moisture/corrosion damage was found inside the pump. The oled and force sensor flex pins are intact with no evidence of dislodging. The force sensor failed resistance . Observed the spoke shim plate is dimpled.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The following was noted with the returned pump the product came back and it was tested and it was noted that there was several loss of prime were recorded due to low non zero force. The force sensor calibration test confirm the sensor is detecting the correct force. An "ezprime" operation was performed and during the "load step" the piston detected the cartridge. No evidence of moisture/corrosion damage was found inside the pump. The oled and force sensor flex pins are intact with no evidence of dislodging. The force sensor failed resistance . Observed the spoke shim plate is dimpled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.